Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 05-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 12.29 mg/day) via an implantable infusion pump. It was reported that the patient had a motor/dye study after complaints of ineffective relief. The motor looked to be working properly but they were unable to follow the dye through the catheter to the tip. It appeared that the dye pooled underneath the pump and didn't make it through the catheter. Surgical intervention was planned, but not yet scheduled. There were no environmental, external or patient factors which may have led or contributed to the issue. The issue was not considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.